Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient had a 10/40 mm absolute pro stent implanted on (B)(6) 2013. The contrast media used during the procedure was with the drug iomeprol. The patient developed allergic skin symptoms 24 hours after stent implantation. The reaction did not disappear until (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of hypersensitivity is a known observed and potential patient effect as listed in the absolute pro peripheral self expanding stent system (psess) instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.